Manufacturer narrative:
Product analysis :macroscopic examination confirms driver hex tip is broken off. No damage to the mas head thread. This suggests the mas head thread may not have been engaged into the instrument mas head thread, which would tend to mitigate bending stresses during instrument usage. Microscopic examination of fracture surface revealed a fairly brittle fracture surface and no indication of fatigue or torsional overload. Fracture angulation is consistent with bend stress overload. The angle of the fracture surface, the absence of any mas head thread damage, and the absence of evidence of torsional overload is consistent with failure due to bend stress overload.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op,tip of the mas screw driver broke off during implant. The product came in contact with the patient. No fragments of the product were left in patient. No patient complications were reported.